Event description:
A surgeon reports an intraocular lens (iol) was implanted in 2005. Following surgery, the pt complained of blurry vision. A lens exchange was done 2 mos later. The surgeon expressed concern that the lens diopter may not have been as labeled. The diopter of the replacement lens was requested, but has not been provided.